Manufacturer narrative:
The complainant has returned the impella rp product. An analysis is on-going at this time. Upon completion, a final report will be filed.

Event description:
A (B)(6) year old male with cardiomyopathy had a lvad for 1 year. The patient condition deteriorated and right sided heart support was needed. An impella rp was placed for support. During the support the team observed presumed hemolysis. The patient had a change in the color of the urine output, as well as elevated labs. After just 24 hours the pump was removed and a protek duo was placed due to the hemolysis.

Manufacturer narrative:
Since the initial report was filed the investigation has concluded. The medical center did return the pump for hemolysis testing and the data logs for analysis. The data logs did not indicate there were any issues with the pump such as suction or pump malposition that could have caused the presumed hemolysis. The pump did not show signs of damage, but there was biomaterial around the impeller. The root cause of the issue was most likely the patient's own biomaterial.